Event description:
Reported an infusion pump with a failure code 800:320:831:0000. Review of the event history determined that failure code 500:320:831:000 had actually occurred. Info was not provided regarding whether or not the failure occurred during an infusion.